Event description:
Initial hospitalization in 2000 for a uterine artery embolization. Pt was in the hosp two days. Pt developed a fever of 101. Pt called their dr and he prescribed antibiotics on the phone. Three subsequent hospitalizations. Pt had a heart attack in the hosp. Pt developed a uterine infection and a hysterectomy was performed. Pt was in the hosp 6 days. They said everything the dr did was fine.